Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead with a different model was placed. This lead is in the hospital's possession. No additional adverse patient effects were reported.